Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material near the distal markerband. The markerband was inspected and found no damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03968. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation; however, when the balloon was inflated by nominal pressure at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was then advanced for dilation, but when the balloon was slightly inflated, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mmx20mm coyote nc balloon catheter . There were no patient complications nor injuries reported.